Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, an insulation breach was visually noted on the right ventricular (rv). The lead pacing impedance was 300 ohms through the pacemaker system analyzer, while the pacing impedance through the chronic device was 480 ohms. The decision was made to cap the chronic rv lead and implant a new rv lead on (B)(6) 2025. The patient tolerated the procedure well. The patient's condition was stable before, during, and after the procedure.